Event description:
The pt reported being unable to charge/ communicate with the ipg using multiple external devices. The pt has gained weight and had last successfully charged the ipg several months ago. The issue was confirmed by the sjm rep. Surgical intervention will take place to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.